Event description:
The customer reported that the lock was rubbing when it was unlocked. It appeared to not disengage completely. Also the unit shut down in middle of a procedure. There was an error iris to large and waiting for cool down. A pt was involved. The customer re-booted the system and the case was completed.

Manufacturer narrative:
The ge svc rep confirmed the error in the event log file. The rep calibrated the collimator and performed a system functional checked. The system is operating as intended.